Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl. Pump supplies were changed and customer's spouse assisted with administering insulin injections as the customer was unable to do so. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the occlusions.